Event description:
It was reported that the right ventricular (rv) lead exhibited inadequate threshold values. During revision of the rv lead, the device was disconnected. After replacement of the rv lead, it was impossible to attach the torque wrench to the setscrew of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).